Manufacturer narrative:
The complaint of 'disconnection' can be confirmed. Received one used list#: unknown spinning spiros mated to one used extension sets. The spiros came back activated and attached to the extension sets, however the spin collar of the male luer could be spun off leading to separation. No spline or shear tab damage was noted on the spiros. The spiros was functionally tested and dimensionally measures and met product performance specifications. The probable cause of the separation on the spiros is unknown. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 5/17/2024.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a spinning spiros¿, closed male luer where it was reported the spiros becomes disconnected. The customer stated when the spiros is attached to the filter extension set, the customer hears the crack, confirming that the spiros should be attached to the tubing. After the customer can easily remove the spiros or it becomes disconnected itself. There was unknown patient involvement and unknown harm.